Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an inability to sense and loss of capture. Fluoroscopy revealed the ra lead had dislodged. A revision procedure was performed wherein the physician extracted the lead. An attempt was made to implant a new lead, but failed due to patient's anatomy. No additional adverse patient effects were reported.